Manufacturer narrative:
During the eval of the device at the MFR's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and internal battery were replaced to address the issues.

Event description:
The MFR received info alleging a "service required" alarm condition occurred. The device was not in pt use.